Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 506 mg/dl with high ketones. Cause of elevated bg level was unknown, however health care provider believed it was related to the non-tandem infusion set; however this could not be confirmed. Bg was treated with an unspecified intravenous fluids. Reportedly, customer left the ER 4 hours later with customer in stable condition (bg 200 mg/dl - 300 mg/dl).